Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a max bolus message. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with a manual injection. The caller also reported that the device had prior no delivery alarms. The insulin pump was not replaced or returned for analysis.